Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 33 mg/dl. Customer stated that the insulin pump was not working and the buttons were not responding. The product will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.